Event description:
Eight months after treatment of a lesion with a cypher stent, there was restenosis. It was treated with another stent.

Manufacturer narrative:
This patient presented to cath with the primary indication for intervention as syncope and pvd and 2-vessel disease was found. Percutaneous coronary intervention was first performed on a 70% de novo lesion in the proximal left circumflex of unknown length in a 2.5mm vessel diameter. There was little to no calcification present. Direct stenting was performed with a 2.5x13mm cypher stent at unknown inflation pressure. Residual diameter stenosis measured 0%. Timi iii flows were recorded pre and post-procedure. Pecutaneous coronary intervention was performed next on a 70% de novo lesion in the mid left anteriordescending artery of unknow length in a 2.5mm vessel diameter. Direct stenting was performed with a 2.5x18mm cypher stent at 12 atm. Residual diameter stenosis measured 0%. Timi iii flows were recorded pre and post-procedure. Treated next by ballooning was a 90% de novo lesion in the 1st septal of unknown length in a 2.0mm vessel diameter. Percutaneous coronary intervention was performed next on a de novo lesion in the distal left anterior descending artery of unknown length in a 2.5mm vessel diameter. Direct stenting was performed with a 2.5x23mm cypher and a 2.5x18mm cypher stent, overlapping the first stent, at unknown inflation pressure. Residual diameter stenosis measured 0%. Timi iii flow was recorded post-procedure. Treated finally by ballooning was a 90% de novo lesion in the 2nd diagonal branch of unknown length in a 2.0mm vessel diameter. Residual diameter stenosis measured 0%. Timi iii flow was recorded post-procedure. Approximately eight months after the initial procedure, there was 99% in-stent stenosis of the stent placed in the mid left anterior descending artery. There was no peri-stent or distal-stent stenosis. It was treated with a taxus stent. This product is not available for testing and evaluation. Additional information received will be submitted within 30 days upon receipt.